Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified sinotubular junction (stj). In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The valve remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that procedural factors (coaxial alignment) may have contributed to the event. Other potential contributing factors are unknown as limited clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, post implant of a 29 mm sapien 3 valve in the aortic position while in post management care, the patient experienced a bradycardia requiring cardiac resuscitation and an aortic dissection was identified. Surgical intervention was performed, but the patient expired. Further investigations revealed a perforation from left coronary sinus to the non-coronary. The valve was deployed 60:40 aortic/ventricular (a/v) and landed 80:20 a/v with balloon inflation of 31 ml. After valve deployment, a mild paravalvular leak was noted and a decision was made not to post-dilate. The coaxial alignment of the delivery system and valve were reported as fair.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information provided, per report, the annular rupture was caused by the cardiopulmonary resuscitation (CPR). In this case, investigation results indicate per report, that procedural factors (CPR) contributed to the annular rupture.